Manufacturer narrative:
The pump was received with a solid white blank display due to cracked lcd glass. Unable to perform the displacement test due to blank display. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump has cosmetic damage. The customer¿s blood glucose level was 15.4mmol/l at the time of incident. The customer states the pump screen was cracked. The customer's pump will be returned.